Event description:
It was reported that a "pump is in safe state/reset occurred" message appeared after interrogation of the patient's pump. An alarm was heard and confirmed by telemetry. Telemetry strips also noted a reset-low battery had occurred in 2008. Additional review of telemetry strips noted a motor stall recovery the following month, but no initial motor stall was noted. The hcp was able to program back the patient's previous settings. The patient was not aware of any sources of emi over the past week. The patient reported an increase in pain and feeling "terrible" within the last week prior to the clinic visit. The drug in the pump was dilaudid at a concentration of 40 mg/ml. The pump was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.